Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump display went blank without any warning. The patient's blood glucose at the time of incident was 445 mg/dl. The patient treated via insulin pump therapy and her blood glucose has since decreased to 252 mg/dl. The insulin pump was inspected. The device settings were programmed accurately. The drive support cap appeared normal. A high pressure test passed as well. Troubleshooting then occurred for the blank display anomaly. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump and the display returned. No products were returned and a replacement battery cap was shipped to the customer.